Event description:
Customer states that motor was turning but not pumping anything out.

Manufacturer narrative:
Pump was tested for accuracy several times, using water. Pump delivered amount within specification (specification is +/-5%). Complaint could not be confirmed.